Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a display anomaly on the insulin pump. Customer stated that it is intermittent and it keeps reoccurring with different batteries. Customer stated that the screen goes blank occasionally and does not show the reservoir status or battery status. Customer stated that this happened for as long as a whole day before, which means it's hard to give bolus deliveries. Customer was advised to be in contact with their hospital and ask for a new pump.